Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ilxc161685 abdominal stent graft, (B)(6) 2007; ilxc1616115 abdominal stent graft, (B)(6) 2007; ilxc141485 abdominal stent graft, (B)(6) 2007; bfxc2816165 abdominal stent graft, (B)(6) 2007. (B)(4).

Event description:
It was reported that there was t-wave oversensing on the right ventricular (rv) lead due to small amplitude r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.